Manufacturer narrative:
A partial lead with the connector portion measuring 11.7 cm was returned for analysis. Externalized cables were not found on the received portion. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that before normal device change out, fluoroscopy noted externalized conductors on the right ventricular lead. An insulation breach was also discovered during the procedure and was possibly due to lead to can abrasion. The lead was capped and replaced on (B)(6) 2018. The asymptomatic patient was stable during and after the procedure.